Event description:
The orsiro mission drug-eluting stent system was selected for treatment of moderately calcified lesion in a moderately tortuous part of the mid rca. After pre-dilatation, the proximal segment of the lesion was stented, and multiple additional stents could not pass the mid-section of the lesion. A guide extension was use but could not pass as well. Then, the orsiro mission stent was attempted to be used but could not cross either. The device was removed, and it was noticed that the balloon had inflated on both sides of the stent. Stent preparation was normal. The physician then applied negative pressure with inflation device, balloon deflated but re-inflated after a minute while in negative.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is not well folded anymore with the balloon shoulders slightly opened and the stent slightly opened at both ends as well. Contrast medium was observed inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and outside of both opened ends, the crimped diameter is still in specification. When negative pressure was applied to the device hub, a deflation of the opened balloon shoulders could be noticed, but no re-inflation as reported by the physician, even after several minutes. An inflation was performed, the balloon did open to its specified diameter and held the pressure over several minutes with no leakage. The cause of the reported behavior of the balloon during the intervention could not be reproduced. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.